Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the helix was stretched, likely due to handling of the lead during the attempted implant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported out-of-range pacing impedance measurements observed at the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.